Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a malpositioned acetabular cup and elevated metal ion levels were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05953 / 05954).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "problems of the knee or ankle of the affected limb or contralateral limb." And " undesirable shortening of limb. "

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported patient underwent a right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a malpositioned acetabular cup, elevated metal ion levels, pain, left knee popping, and a leg length discrepancy were noted. These findings were found due to follow up testing.

Manufacturer narrative:
This follow-up report is being filed to corrected information.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.